Event description:
The patient reported that at a pacemaker check they were told there was only 1 month of battery life remaining. It was further reported that the pacemaker reached elective replacement indicator last may after being in use for only 2 years. During interrogation it could not estimate remaining battery life and would not display battery and lead information. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated eri (elective replacement indicator) and a measurement system lockup problem.